Manufacturer narrative:
Additional information: h4, h6(update codes), h11 . H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking from an unspecified location. It was observed that there was fluid inside the pump (outside of the bladder, inside the outer shell). The leak was observed while filling the device with sodium chloride and meropenem. There was no patient involvement. No additional information is available.